Event description:
The reporter contacted animas on (B)(4) 2012 reporting that the pump lost power. The reporter stated that the pump screen goes black and then is able to see the verification screen. There was no known trauma to the pump and is unable to get the battery cap off. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box indicates rebooting had occurred on the reported event date. Visual inspection revealed no damage to the battery compartment. The battery cap was stuck and difficult to remove. There was damage observed to the "key slot" on the battery cap, and the cap required more force to twist off. There was no damage found to the battery cap threads. The pump powers on appropriately to the verify screen with functional auditory and vibratory features. The pump was exercised for 24 hours with no reboots duplicated. The battery cap contacts were found to be out of specification. Unrelated to the complaint, investigation revealed a missing audio bolus button cover.